Event description:
User experiencing ongoing issues with discrepant patient calcium results. The following five patient samples were affected. Each sample was repeated three times, with the 2nd repeat performed on another modular system at the customer site. Sample 1, initial gave 1.82, repeats gave 1.92, 1.82 and 2.00 mmol per l. Sample 2, initial gave 2.01; repeats gave 2.18, 2.02, 2.24 mmol per l. Sample 3, initial gave 2.00; repeats gave 2.17, 1.99 and 2.20 mmol per l. Sample 4, initial gave 1.83; repeats gave 1.98, 1.83 and 2.01 mmol per l. Sample 5, initial gave 2.00; repeats gave 2.14, 1.98 and 2.17 mmol per l. No erroneous results were released.

Manufacturer narrative:
The field service representative determined the cause to be a fluid failure, and instructed the customer to replace and align sample probe. Additionally noted customer is calibrating the assay daily. To verify analyzer performance, he ran multiple calibrations, controls, patient samples and precision runs and could not duplicate symptom. All results were within specification.